Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) preconnect component due to a leak in the system. The reservoir was not replaced. A patient outcome was not reported.